Event description:
Caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. Customer successfully resolved the issue by reloading the same cartridge onto the pump after cleaning the pneumatic tap area with an alcohol wipe, as instructed by technical support, allowing them to resume insulin delivery.